Event description:
Sales rep (B)(6) reported on behalf of the customer that the introducer snapped whilst the implant was being introduced into the pt. The end of the introducer was left in the pt.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.